Manufacturer narrative:
(B)(6). The analysis results found that a harh45 device was returned outside its original package. No package was returned for analysis. We were unable to analyze the sample utilized in the reported event as the primary package of the harh45 instrument was not returned to us. Only the harh45 device received. It could not be determine what may have cause the reported event. Event could not be confirmed due to the returned condition of the device. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Batch # n91e17.

Event description:
It was reported that during an unknown procedure, the blister package was reported open when taken out of the box. The device was not used. Case completed with another device of the same product code. There were no patient consequences reported.